Event description:
Subsequent to the previously filed report, additional information received stated the vessel diameter was 4.3mm. Atherectomy was not used. The vessel was prepared first with a 4x100 balloon, then a 5x100 balloon at 14 atmospheres for two minutes. The deployment lock unlocked and the thumb slide advanced to the most distal position on the handle. No portion of the stent was deployed inside the introducer and the delivery system was removed under fluoroscopy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. During functional testing, the reported deployment difficulty and resistance with the thumbslide was confirmed. It was noted that the distal sheath was collapsed causing ratchet to sheath interaction. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation determined that the reported difficulties were likely related to procedural circumstances. The partial deployment and resistance with the thumbslide appear to be due to ratchet to sheath interaction. The noted collapsed portion of the sheath caused the ratchet ears to puncture the inner surface of the sheath preventing further advancement of the thumbslide. It is likely that the distal outer sheath was kinked in the anatomy causing the sheath to collapse resulting in the ratchet to sheath interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous popliteal artery that was moderately calcified. After lesion preparation, a 4.5 x 100 supera was successfully implanted. Next a 4.5 x 40 supera stent was positioned distal and overlapping to the previously deployed supera. During deployment, the system lock was rotated to the unlock position and after the stent deployed approximately 1 mm, the thumb slide could not advance further, so the system lock was closed, and the 6fr sheath advanced to retrieve the supera stent and delivery system successfully. A 4.5 x 80 supera was then placed successfully to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.